Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual evaluation: the returned device appeared to be clean. The filter was returned inside of the storage tube. The delivery pusher catheter was kinked approximately 56.7cm from the proximal end of the pusher handle. The returned filter was returned partially deployed from the storage tube and exhibited all 6 arms and 6 legs which were present and intact. No other anomalies were identified on the returned device. Functional/performance evaluation: the filter was removed from the storage tube. The storage tube was examined under microscopic magnification (15x) and diagonal inner surface skiving was identified on the distal end of the storage tube. The skiving is most likely due to the filter feet as it was being advanced through the sheath. No other anomalies were located on the returned device. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided; therefore, a review could not be performed. No images or photos were provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for failure to advance as the filter was returned still loaded in the storage tube. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Additionally, specific warnings, precautions, and potential complications associated with the device are included in the IFU. Eval method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the deployment of a vena cava filter, the filter was unable to be advanced out of the storage tube into the introducer sheath; therefore, the filter was exchanged for a new vena cava filter system that was prepped and deployed successfully. There was no reported patient injury.